Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a 90% stenosis in the proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5mm balloon. The 3.0x15mm xience xpedition balloon was inflated to 10 atmospheres; however only the distal and proximal ends of the balloon inflated, the stent would not deploy. Neutral pressure was applied but the ends of the balloon did not deflate. Resistance was met with the anatomy during retraction of the stent delivery system. The procedure was completed with another xpedition of the same size. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections, as well as scanning electron microscopy analysis were performed on the returned device. The reported inflation issue and failure to deploy were confirmed. The reported deflation issue and difficult to remove could not be replicated in a testing environment; therefore, could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as the reported inflation/deflation issue and failure to deploy appear to be due to the noted tear in the outer member at the proximal seal. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In addition, there were no reports of prepping issues, blood in inflation lumen, or contrast leaking into anatomy. Factors that may contribute to torn material/material damage include, but are not limited to, manufacturing, handling of the device, anatomical conditions or interactions with other devices. Furthermore, it was noted the distal and proximal balloon tapers were partially inflated including partial inflation of the struts on the first ring at the distal end of the stent. Further interaction with the anatomy during retraction of the device likely contributed to the reported difficulty removing the device and noted stretching/wrinkled inner and outer member. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported inflation issue and failure to deploy were confirmed. The reported deflation issue and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely the outer member became damaged due to an interaction with accessory devices and/or the challenging anatomy during advancement, resulting in the noted torn material (tear in the outer member), subsequently causing the reported inflation issue, resulting in the reported failure to deploy and deflation issue. Further interaction with the anatomy during retraction of the device likely contributed to the reported difficulty removing the device and noted stretched/wrinkled inner and outer member, as it was noted during analysis of the returned device that the distal and proximal balloon tapers were partially inflated including partial inflation of the struts on the first ring at the distal end of the stent. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.